Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of an implanted glidepath catheter in which the clinician is noted to be holding the catheter near the bifurcation. A blood stain is noted on the white sheet on the patient, placed beneath the implanted catheter. Therefore the investigation is inconclusive for the reported fluid leak as it is unclear if the leakage is from the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, the device was allegedly leaking at the hub. There was no reported patient injury.

Event description:
It was reported that sometimes post a dialysis catheter placement, the device was allegedly leaking at the hub. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.